Manufacturer narrative:
(B)(4). Results of investigation: this unit was filed serviced by a carefusion authorized service technician. The service technician replaced the flow valve to address the customer's reported issue and shipped the defective component to carefusion for failure analysis. Carefusion was able to verify the reported issue. During testing and evaluation, the flow valve failed the flow valve assembly test procedure. Visual inspection did not reveal any anomalies. Carefusion scrapped the flow valve after failure analysis. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit was delivering a lower tidal volume than expected. It is unknown at this time whether there was any patient involvement associated with this complaint.